Event description:
It was reported that the tcm heated slowly during cardiopulmonary bypass surgery. It took approximately 35 minutes to increase the temperature to 35.6 degrees c. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative reported that the tcm did heat adequately (10 degrees in less than 2 minutes). However, lack of flow was seen with water only coming out of the first three holes of water nozzle. Descaling and debris removal increased the flow to the first seven holes. The system operates as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.